Event description:
Device malfunction: incomplete thumb advancement, clip mislocation. Time of malfunction: during vessel closure. Symptoms/ae: none. It was reported that a physician trained in the use of the starclose device attempted arteriotomy closure after a diagnostic procedure. The pt was reportedly obese. During the thumb advancer step resistance was felt and some effort was required to get the clip delivery tube down into the arteriotomy. The clip was fired, but after device withdrawal, it was noted that the wings and the shaft were "poking out". The device was retrieved using forceps. After device removal manual compression was used to achieve hemostasis. It was noticed that the starclose clip was stuck in the tip of the device. Though requested, no add'l info was available.

Manufacturer narrative:
The device was received. Investigation is not completed.